Manufacturer narrative:
The field service engineer (fse) found that the customer was using non-supported sample tubes which can lead to sample probe issues. The fse performed maintenance actions. No further issues were reported afterward. The investigation determined that the root cause of the event was consistent with a maintenance issue.

Event description:
We received an allegation of questionable results for 1 patient's sample tested with hba1c assay on a cobas c513 analyzer. On (B)(6) 2023: initial hba1c result: 10.83%. On (B)(6) 2023: 1st repeat hba1c result: 4.57% (accompanied with a data flag). On (B)(6) 2023: 2nd repeat hba1c result: 4.88%. 3rd repeat hba1c result: 4.91% . The results were reported outside of the laboratory. The physician questioned the results and the sample was repeated. The 3rd repeat result was deemed to be correct. The hba1c reagent lot number was 645100. The expiration date was not provided.

Manufacturer narrative:
Investigation is ongoing. H3 other text : na.